Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. The literature article is attached for additional information. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus reviewed the following literature: "case report successful endoscopic closure with an over-the-scope clip for sigmoid colon perforation due to bile duct stent migration." An (B)(6)-year-old woman presented with a history of endoscopic papillary sphincterotomy for bile duct stones and diverticulitis. The patient had an olympus stent implanted during an ercp for cholangitis. It improved. However, she was re-admitted a month later with abdominal pain and the CT of the abdomen showed the stent in the bile duct migrated to the sigmoid colon, protruded through the wall of the colon with extraintestinal gas suggesting a perforation by the stent. The patient was treated as follows: nothing by mouth, antibiotics and a follow up lower gi showed intestinal adhesions and stenosis in the sigmoid colon probably due to diverticulitis (same site of stent perforation). Type of adverse events/number of patients: perforation -1. Since the literature described "7 fr x 7 cm straight plastic stent quickplace v", we selected "pbd-v630p-0707" as a product.

Event description:
Additional information received from the author: migration probably occurred with any stent in patients with severe bile duct stenosis. It is not an event peculiar to the olympus device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the author and the legal manufacturer's investigation. New information added to the following fields: b5, h6, h10. The device history records (DHR) for this device could not be reviewed since the serial number was not provided. Olympus ships devices manufactured according to all applicable procedures and meet final product release criteria. A definitive root cause was not identified. Based on the available information, the legal manufacturer was unable to determine the probable cause of the adverse events since the device was not returned for evaluation.